Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system displayed error mid:14 (big power supply). No consequences or impact to patient. No additional information was provided.

Manufacturer narrative:
The reported event of thermogard xp ivtm system displayed error mid:14 (big power supply) was confirmed per the archive data, but it passed functional test. The most probable root cause was due to a damage danfoss module. During visual inspection, no physical damage was observed. During functional test, the thermogard xp ivtm system passed all the testing without any issue or fault. The event log review showed multiplestcmid:14 error codes confirming the customer reported event. The danfoss module was replaced to correct this issue. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).